Event description:
This is a solicited case report received from a consumer in united states on (B)(6) 2014, which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(6)/aol and experienced awful periods, removed fallopian tubes with essure tubal coils and my uterus, tired after surgery, gas hurts, and sore after surgery. Study description: essure generic active online listening. No information given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. Consumer stated that she had her surgery. She reported that she had her fallopian tubes removed with essure coils and her uterus. She kept her ovaries and cervix. She was just tired and sore, she felt like have to pass gas but only little burps want to come out. She stated that the gas hurt more than the pain from surgery. Consumer stated that she was ready to live not ruled by awful periods. No further information provided. Reporter causality: the relationship between awful periods, removed fallopian tubes with essure tubal coils and my uterus, tired after surgery, gas hurts, and sore after surgery and essure was not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.